Event description:
The following has been reported: biomed reported: "staff states shortly after starting an infusion, pump alarmed "service required". We have a pump sn: (B)(6) which staff reported alarmed "service required" during an infusion. Customer cleaned the pump and ran an infusion on the primary and secondary side, with no issues. Patient harm: no a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.